Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump dispensed insulin during the load step. The patient did not allege any harm or injury because of the alleged issue. The patient reportedly received a random loss of prime alarm. After changing the pump's cartridge, the patient claimed that the device emptied the cartridge during the load step. The patient claimed that she tried another cartridge and again the pump dispensed insulin during the load step. The alleged issue was not resolved with troubleshooting. The patient admitted that she had gone swimming with the pump on earlier in the day. The patient denied that there was any moisture behind the pump's display, or in the battery or cartridge compartments. The keypad and audio bolus button were intact. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump pushed insulin out during the load step. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the "no cartridge detected" warnings were observed in the black box, but not reproduced on the bench. Damage to the pump case and moisture in the pump were found during the investigation. No visible signs of moisture damage were observed to the pump. The pump fails in-house leak test with a damage to pump case/seal leak. Pump boots to verify screen with auditory and vibratory alarms. An "ezprime" operation was performed with no difficulties noted; the pump recognized a cartridge during "load" step and did not push fluid out during the "load" step. The pump passes force sensor calibration check in step 9. There are no alarms related to the complaint in the alarm history. Review of the black box shows loss of prime warnings associated with zero force and two "no cartridge detected" warnings on the reported event date. The pump was opened and evaluated; the force sensor pins and oled display are intact. Signs of moisture/corrosion was observed on the force sensor flex and pcb assy. The force sensor was removed and internal moisture damage inside the force sensor housing was observed. The force passes resistance specification testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.